Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: the pump's black box showed pump reboot events following a call service 007 eeprom read failure error on (B)(6) 2015. There was a battery compartment crack observed below the grip pad. The pump case was cracked in a corner of the display area. The pump powered on to a blank display. Within three minutes the pump alarmed with an audible tone and vibration alert per normal operation. A leak test showed that there was a leak at a crack in pump case. There was evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.